Event description:
It was reported that the patient was charging more than expected and had been having issues with her system for about six months. The patient was concerned her device battery was depleting and indicated the device was shutting off, which the patient had to manually turn back on. The patient had two programs, with the highest setting about 7 volts. The patient recharged last night and now today the device was showing a quarter full. The patient saw her device battery full but could not confirm if she saw the charge sufficient or charge complete screen. It was noted that when the patient used her recharger to turn the device off and then back on again, she would get a 'shock' that gave her 'goose bumps' when the stimulation comes back on. Using the patient programmer, the patient was able to turn the device on/off and was able to confirm her highest amplitude was set at 6.2 volts. It was also noted that the patient had not dealt with her device due to other health issues, including lupus, fibromyalgia, and degenerative bone disease. The patient also had tumors removed from her sinuses and throat. The patient had pain in so many places and wanted the device to work. Additional information has been requested, but was not available as of the date of this report. When received, an supplemental report will be submitted.

Manufacturer narrative:
Product ID 37742, serial# (B)(4), product type programmer, patient; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID *unk-ld, serial# unknown, implanted: (B)(6) 2007, product type extension; product ID *unk-ld, serial# unknown, implanted: (B)(6) 2007, product type extension. (B)(4).